Manufacturer narrative:
Follow-up #1 date of submission 08/10/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2016 with the following findings: a review of the black box data showed a call service alarm on (B)(4) 2016; deliveries never resumed after this. A replace cartridge alarm was recorded on (B)(4) 2016 06:45; deliveries resumed at 09:06. The pump powered on with audible and vibratory features during testing. A call service 069 alarm occurred at power up. The inaccurate delivery complaint could not be fully investigated due to this.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was not delivering insulin accurately. This complaint is being reported based on the allegation against the delivery function of the pump.